Manufacturer narrative:
H4: the device was manufactured from august 26, 2022 to august 27, 2022. H10: two (2) devices were received for evaluation. A visual inspection was performed on the first unit using the naked eye which showed fluid inside a bag that contained the unit; which suggested a leak had occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the flow restrictor. A remnant of the broken tubing remained inside the solvent-bonded junction of the flow restrictor. The end of the broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing the breakage to occur. The reported condition was verified on the first unit only. The cause of the condition was related to the application of excess solvent during the manufacturing process. A visual inspection using the naked eye was performed on the second unit which observed the unit contained fluid in the bladder. The second unit showed no evidence of leak on or in any part of the device. The bag that contained the device was dry. The outer and inner surfaces of the device were dry. The blue winged cap was observed to be securely tightened without evidence of wetness or leak. A functional leak test was performed by adding green color water to the bladder. During fill, no evidence of leak was observed. After fill, the device was monitored until the next day. The next day, no evidence of leak was observed. The reported condition was not verified on the second unit. The second unit was conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the two (2) large volume folfusors had fluid leakage. There was visible solution inside the cover bag. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.